Manufacturer narrative:
12/03/1997-supplemental report #1 submitted to FDA.

Event description:
The device was used during a hemicolectomy procedure. Reportedly, the instrument did not staple. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.